Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that five mr290v vented autofeed humidification chambers were found leaking during use with a sipap ventilator. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that five mr290v vented autofeed humidification chambers were found leaking during use with a sipap ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chambers were not returned to fph in (B)(4) for investigation. Our analysis is accordingly based on the event description, additional information provided by the hospital, and results of previous investigations on similar complaints. Without the complaint devices we are unable to determine the root cause of the damage observed; however, the hospital further reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures of more than (B)(4). The integrity of the chamber can be affected when pressures exceed (B)(4). Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject chambers would have met the required specification at the time of production. This suggests the chambers were damaged post production. Our user instructions that accompany the mr290 states the following: "use of the mr290 above the maximum operating pressure [(B)(4)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Set appropriate ventilator alarms". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient".

Manufacturer narrative:
(B)(4). The complaint mr290v vented humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.